Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition with o visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and occlusion testing were performed. Investigation unable to duplicate customer reported problem. According to the investigation, the pump j9 connector was fully seated and glue was applied to the connector. According to the pump trouble shooting guide, background self-test sensed no current flowing in the primary speaker and on external damage or contamination to interconnect board or speaker. According to the investigation, the pump j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Investigator?s replaced the pump speaker as preventive measure and performed power up process and all the functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited acu watchdog. No reported adverse effects.